Event description:
The customer alleged they received a questionable troponin t stat (tnt) result on their e411 disk analyzer. All testing was performed on the same analyzer. The patient's initial tnt result from an aliquot in a sample cup was 0.259 ng/ml accompanied a data flag and it was reported to the emergency room. Based on the initial result, the patient was admitted to the hospital for observation. A second sample was drawn from the same patient later that evening and it was tested twice. The customer provided the result of <0.01 ng/ml accompanied by a data flag. The customer then retrieved and repeated the original sample and the result was 0.010 ng/ml accompanied by a data flag. The repeat result was considered correct and it was issued as a corrected report. The patient received no treatment based on the discrepant tnt result that was reported. The tnt reagent lot number was 16887901 and the expiration date was 08/31/2013. The field service representative could not duplicate the problem. He verified the operation of the instrument. A performance test was done with good results.

Manufacturer narrative:
No specific root cause could be identified. The quality control data connected to the event did not indicate an issue. The alarm trace provided no root cause. It was noted the customer returned to traditional sample centrifugation speed and time as opposed to the "stat spin". The customer stated there had been no recurrence of this issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.